Manufacturer narrative:
(Other) device has not been returned for eval.

Event description:
It was reported that blood leakage was observed during use in operation room. No pt complications were reported.